Event description:
It was reported that they had been having trouble charging their implanted neurostimulator since probably about a month ago. Patient said they called someone on the 1st, but they couldn't help them because medtronic was closed. Patient mentioned they were hospitalized on the first of the month. Patient described seeing a message that said, 'batteries low,' 'terminated,' and 'replace controller batteries soon' when trying to charge the implant. Patient mentioned they had been resetting the controller, but the issue persisted. Agent had patient check for damage to controller port and battery compartment, but patient did not see any visible damage. Patient confirmed the controller would charge to 100% from ac power supply. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient (pt) received replacement recharger today and was able to charge the implantable neurostimulator (ins), but after a little while they got a blank white screen. Agent had patient reset controller by removing and reinserting the battery, and patient confirmed the normal lock screen came up. After cleaning the connection points, agent had patient begin charging the ins again; controller was 80% and ins was 90% - patient got excellent connection. Agent let patient continue to charge while on hold for a few minutes and the screen issue did not present again, but they did lose connection briefly which terminated the charging session. Agent had patient reposition the paddle and try again, then press 'recharge' and they were able to begin charging again with excellent quality. Patient said they hated how finicky the paddle could be; wasn't as easy to find the right spot as their prior charging equipment (agent understood they meant for prior restore ins). Patient mentioned they have an MRI coming up for their heart, so they desperately needed the equipment working. Patient will monitor and call back if they run into further difficulties. Agent closed case. Patient called back stating they are still having issues. Patient reported poor recharge quality messages and messages related to the battery. Patient initiated a charging session and reported there was no recharge quality (good/excellent) displayed on the screen. Patient stated they already received the recharger replacement and concerned about having their stimulator charged for their heart MRI on the 26th. Agent sent a request to repair to replace the controller. Patient provided feedback that they hate the new stimulator external equipment system. Patient specifically noted the hole in the center of the recharger paddle doesn't make sense and they liked the restore paddle that was full/solid without a hole which made it easier to place over the stimulator. Pt called back in and reported that they could not recharge on good/excellent. Pt reported they had tried for hours, but were unable to get above poor recharge quality. Pt stated they did have a few falls in the past but they did not think that would affect the implant. Pt was redirected to their managing healthcare provider (hcp). Manufacturer representative (rep) called because patient is still having difficulty charging. Caller saw charging session from 2/4 from 50-80% for 39 min and 80-100% for 24 minutes and then several 0 minutes sessions. Caller noted pocket is superficial, feels the borders of the ins. Patient and caller are seeing poor recharge quality today. Requesting battery pack since we have not replaced it and recharger telemetry module (rtm) again since patient lives 90 minutes from clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.